Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was installed on a unit under test (uut), on cycle on the device displayed "vent inop" and the error log displayed a bad calibration inspiratory pressure transducer (insp pt). Further transducer testing revealed contamination within the inspiratory pressure transducer. The reported ¿ext high ppeak¿ alarm and drifting of the inspiratory pressure transducer event was not duplicated however the root cause failure of the insp pt has been associated with contamination of oxidized aluminum on the transducer. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has received the suspect gde and evaluation is anticipated but has not yet begun. Once a final investigation has been performed, a supplemental report will be submitted.

Event description:
The customer reported that during patient use, the device alarm banner showed "circuit occlusion" and "ext high ppeak", with an audible alarm. The ventilator was switched to another ventilator and there was no patient harm or injury. The customer reported troubleshooting the ventilator later, attempting inspiratory transducer calibrations, but was unable to resolve the reported issue.